Manufacturer narrative:
(B)(4)

Event description:
It was reported that "lumen breakage. The central venous catheter line has been pulled up. However, when the patient was moved the pressure monitoring tube set, the brown luer-lock connection and the central venous catheter line were accidentally separated and there was residual glue at the broken part of the brown luer-lock connection. This device was discarded]." The patient was reported as fine. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer report of a separated extension line was confirmed by visual inspection of the customer supplied photo; however, full c omplaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Per the customer report, the separation occurred while moving the patient. Therefore, undue force could be a contributing factor. Despite this, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "lumen breakage. The central venous catheter line has been pulled up. However, when the patient was moved the pressure monitoring tube set, the brown luer-lock connection and the central venous catheter line were accidentally separated and there was residual glue at the broken part of the brown luer-lock connection. This device was discarded]." The patient was reported as fine. There was no reported patient harm or consequence.